Manufacturer narrative:
(B)(4). Dianeal therapies were ongoing (previously it was not reported if dianeal therapies were ongoing). On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unreported date, the patient¿s pd catheter was replaced. At the time of this report, the patient had recovered. No additional information is available.